Event description:
The customer stated that he tested his blood glucose and received a reading of "lo". He retested and received readings of 366 and 346 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The remaining 2 test strips are to be returned for evaluation, and replacement strips are to be sent.